Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and discarded by the medical facility. No device malfunction was suspected.